Manufacturer narrative:
Result of investigation: vyaire medical was unable to reproduce customer reported problem ventilator has constant vent inop (ventilator inoperable) alarm when turning vent off even when pressing alarm silence/reset during bench testing. Ventilator passed 338 hours of extended test without any power issue or unusual alarm condition. Performed several power on/power off test unit passed with no issues. Unit was docked to a docking cradle, external power led and battery charging status lit. Ventilator passed initial final test and initial alarm volume test using automated test fixture. Unit was reopened and inspected no anomalies was found. As a resolution, the vent inop led will flash during normal power down and when ventilator was running on transition battery and battery became depleted. Press silence/reset button and connect the ventilator to a functional external power source or insert a charged removable battery pack to resolve the issue. Process ventilator thru service to meet all factory specification and standard.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator has constant vent inop (ventilator inoperable) alarm when turning vent off even when pressing alarm silence/reset. As of this time there is no information about patient involvement associated with this reported event.